Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then returned to an olympus service center for evaluation. During inspection and testing, an air leak was observed due to a crack in the scope cover. The rubber adhesive in the bending section was worn. The connecting tube was snaky. Key top #1 was worn. The universal cord was wrinkled. There was play in the angle knobs and reduced angulation. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel is also flushed. Detergent is not used for pre-cleaning. Manual cleaning is performed with enzymex l9 using vytil brushes. The automated endoscope reprocessor (aer) used is an etd4 (non-olympus). The aer detergent is endonet, and the aer disinfectant is endodis. The aer was not tested for microbiological contamination. Scopes are stored in a typhoon storage cabinet (non-olympus). Olympus is the maintenance company. The devices are not sterilized. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and over 100 colony forming units (cfu) of coagulase negative staphylococci and pseudomonas stutzeri were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the reported issue was due to insufficient reprocessing. The lm reviewed the customers cleaning disinfecting and sterilization (cds) practices and noted the following deviation from the device instructions for use (IFU): flushing auxiliary water channel was not performed at precleaning. However, a final root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Additionally, the instructions for flushing the auxiliary water channel can be found in the reprocessing manual with the chapter title: "precleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.